Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. Trannseptal puncture position was poor so the plus (+) knob was used with the steerable guide catheter (sgc). However, after multiple attempts to use the "+", when it exceeds 180 °, the knob will rebound and need to be manually fixed. A xtw clip was chosen for implantation. When entering the left ventricle and preparing to clamp the valve leaflets, it was found that the gripper of the posterior leaflet was entangled with the chordae tendineae. After multiple attempts to invert and shake up and down, the gripper of the posterior leaflet could not be retracted and the entanglement was not released. Chordal rupture was observed, increasing mr. It was decided to deploy the clip in place. After deployment, there was partial slippage of the posterior leaflet that did not fully enter the gripper. It was decided to end the procedure. Leaflet damage was also observed.

Manufacturer narrative:
All available information was investigated, and the reported entrapment of device-clip caught on chordae and migration of partial clip movement could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device (clip caught on the chordae) appears to be related to patient morphology/ pathology and procedural conditions. The reported migration (partial clip movement) appears to be due to the entrapment of the device. The reported tissue injury appears to be related to the clip caught on the chordae. The reported unchanged mr was a cascading effect of the migration of the clip movement. Additionally, the reported patient effect of tissue injury and mitral valve regurgitation are known possible complication associated with mitraclip procedures. The reported patient effect of foreign body in patient was due to the clip being deployed on one leaflet due to the entrapment of device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: health effect - clinical code: 4451 added.